Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:27:19. During night drain cycle four, the patient's ultrafiltration reading was 1724ml, indicating the home patient (hp) drained 1724ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the iipv condition. The cause was determined to be one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.